Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. One used sample was returned to argon from the customer. A visual inspection was performed on the returned product. The part was flushed with a water-filled syringe. The leakage was confirmed at the nose of the hub. The part was disassembled it was confirmed to be of an older design. This issue is due to a design problem with the gate of the hub. Since the make of this lot, a design change was completed to address this issue. There were 4 similar complaints noted in the lot. Additional information provided in d.9., h.3., h.6. And h.11.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
¿I have submitted my system¿s product complaint form and event report regarding this PICC line. We placed a PICC in a very small infant yesterday afternoon. As we were flushing, we noticed it was leaking. We made sure to clean and dry everything and double check to make sure we were seeing correctly. It was definitely leaking at the main hub where the smaller piece connects the hub to the line. We had to remove the line and start over. It was a very difficult placement after that. This is the second one we received that did this. I believe this is the new design one." The sample is available with additional unopened products with the same lot number.